Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was making high-pitched screeching noise every couple of minutes. The pump screen remained normal on home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: the returned battery and cartridge caps were used to complete the investigation. There was no activity outside of normal use observed in the black box history. There were no errors, alarms, or warnings during the investigation and the product performed within specification. The original complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).